Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was in backup vvi prior to implant. It was noted that the device was still in the box. Device was replaced.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory due to a single, uncorrectable parity error that occurred. The device was tested on the bench and the device memory was found to be normal. The cause of the bvvi was undetermined.